Manufacturer narrative:
This lead was capped on (B)(6) 2017 due to clavicular crush. It was replaced with a competitors lead and not additional adverse events to the patient were reported.

Event description:
Noise was present on this rv lead which led to the patient receiving inappropriate shocks. This lead remains implanted at this time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.